Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal unknown drug via an implantable pump for non-malignant pain. It was reported that the caller stated the patient showed up in the emergency room (ER) stating they were having some shocking coming from the pump. The caller stated they wanted to shut off the pump and technical services reviewed if they want to stop the pump right now they can try to use a cardiac magnet and redirected the caller to page a manufacturer representative to come out and set the pump to a lower rate. Additional information was received from a healthcare provider (hcp). It was reported that the patient was experiencing a "shocking type feeling with the pump in place every 2 minutes." The hcp stated that drug in pump is hydromorphone 0.99 mg but did not indicate if that is the dose or concentration of the drug. The reason for the call was for assistance with permanent shutdown of the pump. Additional information was received from the patient's mother and company representative. It was reported that the patient was continually getting shocked by her pump every 10-15 seconds non-stop. The patient's mother stated they had been in contact with several company representatives that assured her it was not the pump. The patient was hospitalized in extreme pain for more than 48 hours continuously getting shocked. The physician came to interrogate the pump after and MRI to look for other causes for the patient's pain. The physician turned the pump off and the shocking immediately stopped. The patient was to have the pump removed at an unknown date in 2023. The patient's mother stated she had over 40 videos on her phone of the patient getting shocked. The patient's mother stated that she knew the patient's device was malfunctioning and was causing the patient great discomfort.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned but full destructive analysis was not completed due to open litigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from legal re-reported the patient's pump had electrically shocked her when the pump would deliver medication in (B)(6) 2023. The patient endured these shocks for days. Once the pump had been removed the electrical shocks had stopped. After pump removal it had been noted there was a puncture and dent on the pump.